Manufacturer narrative:
The occupation is lay user/ patient.

Event description:
The customer complained of discrepant inr results tested on coaguchek xs meter serial number (B)(4), compared to a laboratory method. The customer was using strip lot 28632021 for some of the results, a second unknown lot was used for at least one meter result. This medwatch will cover the unknown strip lot. Refer to medwatch with patient identifier (B)(6) for information on strip lot 28632021. On (B)(6) 2018 at 10:30 a.m. The customer was tested on the meter with a result of 4.9 inr. At 11:45 a.m. The result from a laboratory was 2.8 inr. On (B)(6) 2018 at 1:00 p.m. The customer was tested on the meter with a result of 4.9 inr. At 1:30 p.m. The result from a laboratory was 2.9 inr. The customer was unsure which strip lot was used for each result and was unable to provide anymore information. The customer's therapeutic range was 2.0 - 3.0 inr. The customer did not change warfarin dose based on meter results. The customer has no hematocrit concern, is not on direct thrombin inhibitors and does not have lupus or apas. The customer has had no new medications, no changes in diet and no changes in health. There was no allegation of an adverse event and currently the customer is "fine." Retention test strips were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.